Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report an over-delivery of insulin. It was reported that the insulin pump alarmed no delivery during filling/ prime process. Customer's blood glucose reading ranged from 245-427 mg/dl. Troubleshooting was done. Nothing further reported.